Event description:
A valiant stent graft was inserted in a patient for the endovascular treatment of 5.0 cm diameter thoracic aortic aneurysm in zone 2 three weeks ago. The proximal aorta was 30.5 mm in diameter. Prior to the tevar procedure the patient was implanted with an artificial 16 mm x 8 mm woven graft for the treatment of an abdominal aortic aneurysm. This patient has had more than 10 surgeries including three laparotomies and a peripheral vascular bypass. It was reported that the physician attempted to insert the valiant delivery system through the 8 mm artificial graft; however, it could not be advanced to the target position. The physician tried to cannulate the artificial graft again with a pull-through technique unsuccessfully. Then he noticed that the distal end of the sheath was damaged and discontinued the insertion attempts. The damage to the sheath was described as a hangnail. Another manufacturer's 24 fr sheath was attempted, but it could also not be delivered. The physician aborted the procedure. The device was not implanted and there was no injury to the patient. It is unknown whether a secondary operation is planned. The physician commented that there was no relationship between the device and this event. He thinks this event was related to patient anatomy. The delivery system was discarded by the user facility. Please note that this model number vamf3434c150tj is not approved in the united states; however, it is similar to the vamf3434c150tu, which is approved in the united states.

Manufacturer narrative:
(B)(4).